Event description:
A ds2adv auto CPAP was returned to a third-party service center alleging the device service required message there was no report of patient harm or injury. There was no report or medical intervention. During the evaluation of the device, the third-party service center complaint does not replicate and pca burnt. The device was scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.